Manufacturer narrative:
H.6. Investigation: no photos or samples were received in order to identify the root cause for the issue reported by customer. Additional attempt to get more information were made, however, the customer confirmed that no additional information was available. According to the DHR review process, the result showed there were no issues reported like base broken or damaged during the manufacturing process under the lot number reported (1219923). A review of the ncmr¿s was performed; the result showed there were no issues reported like base broken or damaged for the same part number (305487) throughout the last twelve months.

Event description:
It was reported when using the bd sharps collector 19gal red, the device was cracked/damaged upon arrival. The following information was provided by the initial reporter. The customer stated: this is a report about a damaged product. According to the customer's report, one of five products was found to be cracked upon arrival.

Event description:
It was reported when using the bd sharps collector 19gal red, the device was cracked/damaged upon arrival. The following information was provided by the initial reporter. The customer stated: this is a report about a damaged product. According to the customer's report, one of five products was found to be cracked upon arrival.

Manufacturer narrative:
In this MDR, bd corporate headquarters in (B)(4) has been listed as (B)(4) is an OEM manufacturing site. Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.